Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Fracture of neck 10 years 10 months after original surgery. Original surgery date: (B)(6) 2005; revision surgery date: (B)(6) 2016. Involved components: nc088t / metha neck 12/14 135°/0° / lot number 51256861 (not marketed in the u.s.). Nc084t / metha short hip stem &#61633;p size 4 / lot number 51255005. Nh454t / screw cup sc size 54mm / lot number 51247344 (not marketed in the u.s.). Nh103 / sc/msc ceramics insert 32mm 52/54 sym. / lot number 51233799. Nk561 / biolox prosthesis head 12/14 32mm m / lot number 51213535.